Manufacturer narrative:
The device of this complaint was received for evaluation; however, the device investigation is ongoing. When the product investigation is completed, a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when using this swan-ganz catheter, the error message's fault: co check thermal filament position and fault: co catheter verification, use bolus mode were displayed on the monitor. The monitor was checked and no issues were found. Despite the alarms, cardiac output could be monitored using the ico through bolus mode. As per product evaluation findings, proximal thermal filament cover had a tear at the junction between the cover and the bond. Torn edges of the cover did not appear to match up. There is no allegation of patient injury. Patient demographics were not provided.

Manufacturer narrative:
The device was received for evaluation. The report of error message was confirmed. When running cco on hemosphere monitor, "fault: co-check thermal filament position" error massage was shown and stopped cco monitoring. The thermistor was found to read 37.0 degrees c when submerged into a 37.0 degrees c water bath. Thermistor and thermal filament circuit were continuous; there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was measured to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Proximal thermal filament cover had a tear at the junction between the cover and the bond. Torn edges of the cover did not appear to match up. Based on the available information there is no evidence that supports or confirms the failure mode of the issue of the damaged thermal filament cover is associated to a manufacturing or design defect. There are controls to verify this condition in the manufacturing process where thermal filament visual inspection is performed where any thermal filament issues are verified. Additionally, the initial issue of error message was found to be related to device manufacturing process.